Event description:
Rn was hanging gemzar/chemotherapy on patient. As she connected the chemo secondary tubing to the plump pump primary tubing, noted a drop leaked out at the spinning spiros connection. Rn changed out the primary tubing set and next was going to connect the secondary set (gemzar/chemo) to the primary set, but as she unclamped the clamps on the secondary set, fluid leaked out from spinning spiros. Rn immediately closed the clamps and notified charge rn, pharmacist. Bag and tubing were taken out of service and pharmacy delivered and new bag with tubing. Pt received dose without further problem. Bag and tubing are saved at the [redacted location] room. The tubing is primed with saline, it is unknown if any chemo leaked out, the pharmacist and rn surmise since tubing is primed with saline it may have been the saline that leaked.